Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: a review of the black box showed partially discharged batteries had been installed, and an unusual fluctuation on voltage resulting in replace battery alarms, and low battery warnings. No damage was found to the battery cap. The battery compartment was cracked below the bumper pad. Moisture was found in the display lens. No corrosion was found in the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. The current draws were within specifications. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board. The battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.